Event description:
It was initially reported that it was necessary to dismantle the handle to perform the procedure. Additional information was received 29jul2020: when trying to use the extractor, the medical team identified the problem with the handle, and then the physician disassembled the product in an attempt to use, but without success. A second device of the same model # was used to complete the procedure.

Manufacturer narrative:
Additional information:b5. Event summary: it is reported during an unspecified procedure using an nforce nitinol helical stone extractor, the physician tested extractor and found the handle of the device was broken, preventing the opening of the basket. It was necessary to dismantle the handle to perform the procedure. Further communication with the user facility clarified that when trying to use the extractor, the medical team identified a problem with the handle, and then the physician disassembled the product in attempt to use, but without success. Another device of the same type was used complete the procedure. There were no adverse effects to the patient as a result of this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One nforce nitinol helical stone extractor was returned for investigation. The basket assembly and basket sheath were not returned. The handle was received without the polyethylene terephthalate tubing. The colllet knob and collet were separated from the handle. No broken or cracked parts were noted on the handle. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which cautions, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information available, investigation has concluded that a definitive cause could not be established for this event. We will continue our monitoring of similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: technical manager/quality specialist. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during an unspecified procedure using an nforce nitinol helical stone extractor, the physician tested extractor and found the handle of the device was broken, preventing the opening of the basket. It was necessary to dismantle the handle to perform the procedure. There were no adverse effects to the patient as a result of this occurrence. Additional details regarding the event have been requested. At this time, no additional information has been provided.